Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had low blood glucose. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s current blood glucose level was 31 mg/dl. The customer reported that they had an insulin pump and wanted to know if something was going on with it. The customer¿s hypoglycemia was very low and goes low in 1 to 2 hours and right now got down to 31 mg/dl. The patient had treated with food and glucose tablets. Patient has been experiencing low blood glucose for a couple of weeks. His wife was helping him go high again with juices and stuff and before calling it was 38 mg/dl. The drive support cap appeared normal (slightly indented). The customer was advised to monitor the pump and blood glucose. The insulin pump will not be returned for analysis.